Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. Return of the device was requested, but the reporter confirmed that the device has been discarded.

Event description:
Healthcare professional reported an administration set leaked during an epoch infusion from the micron filter. Device operator was unknown. Medication being infused was epoch. No patient injury was reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
Healthcare professional additionally reported "I checked our patient schedule that week and did not see a patient on epoch. Typically, the tubing has been in use up to 24 hours depending on when the leak was noticed. If there is still drug left, pharmacy does change the tubing. With chemo, we do not save the tubing and I am not aware of any photos that were taken or the state of the tubing at the time."

Manufacturer narrative:
Clarification to g.1 email address: email address for MDR contact is (B)(4). Provided in h10 due to character limitation.